Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, before reaching the intended location, the stent came off the balloon in the left main artery. The dislodged stent was removed with a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method, result, and conclusion codes updated. Device evaluated by MFR.: a stent was returned for analysis. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. The damaged stent appeared to be rolled into a ball shape. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, before reaching the intended location, the stent came off the balloon in the left main artery. The dislodged stent was removed with a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.